Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an abandoned procedure during a trial. The physician attempted to place the lead at l3, but was unable to due to patient's anatomy. The physician then attempted to place the lead at l4 but the patient's blood pressure spiked and the procedure was abandoned.